Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05466. It was reported (australia) after a trial procedure the patient experienced pain in upper back. Reprogramming was tried to no avail as the patient felt tingling/ numbness in the left foot and ankle. The system was turned off at the time. Later the patient developed fever and the system was explanted. Reportedly, tingling has resolved. The physician stated the issue was not related to the device.